Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked fluid during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "there was fluid leakage during infusion".

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that the bd intima-ii¿ closed IV catheter system leaked fluid during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "there was fluid leakage during infusion" d.1. Medical device brand name: bd intima-ii¿ closed IV catheter system. D.3. Medical device manufacturer: becton dickinson medical devices co., ltd. Suzhou. D.4. Medical device catalog #: 383033. D.4. Medical device lot #: 1051525. D.4. Unique identifier (UDI) #: 00382903830336 d.4. Medical device expiration date: 3/11/2024. G.1. Manufacturing location: becton dickinson medical devices co., ltd. Suzhou. G.4. PMA / 510(k)#: na. H.4. Device manufacture date: 2/20/2021. H.6. Investigation: a device history review was conducted for lot number 1051525. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima ii¿ IV catheter leaked fluid during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was fluid leakage during infusion"